Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. Evaluation of the returned device confirms the complaint. The hex drive portion of the driver has broken off from the shaft. The fracture face is at an angle to the distal face of the driver. The device met all specifications as received. The complainants event was most likely caused by prying / leveraging the driver while the implant was still loaded. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that the driver tip had broken off twice with both screws during acl repair and not retrieved. Driver tips were left in patient with screw for both 3x8 screws.